Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and resumed insulin delivery. System check was being performed by tandem technical support, however the customer declined to complete the check. Reportedly, the customer will insert a new infusion set. Customer¿s blood glucose level was 200-300 mg/dl.